Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain add'l info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died while hospitalized. Immediate cause of death is listed as aspiration pnuemonia (for days duration), due to or as a consequence of dementia (for weeks duration), due to or as a consequence of depression (for years duration). The pt's family member reportedly indicated that the pt had emesis not related to seizure but to impaction. It was reported that the pt experienced no change in seizure control with the vns therapy. The pt was receiving therapy at the time of death and was last seen by treating neurologist approx 4 months prior to death. Neurologist indicated that pt's death was not related to the ncp system. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.